Manufacturer narrative:
The patient's weight is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced erosion at their ipg pocket site. As a result, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace the patient's ipg. The doctor also implanted the replacement ipg at a new pocket site to provide resolution.